Event description:
The customer reported that he was treated in the emergency room due to high blood glucose levels. The customer's blood glucose reading was 492 mg/dl when he arrived, and 383 mg/dl after being treated. Prior to the event, the insulin pump had unresponsive buttons and would vibrate every five mins. The customer was currently using a loaner insulin pump as his previous one was lost. Troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.